Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring # 1 was damaged and sharp on both sides. This condition was not originally reported on the complaint. It is unknown how the ring was damaged. Internal corrective action has been created to investigate this condition. Catheter od¿s were measured and catheter was found within specifications. Per the reported event, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The reported customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Event description:
It was reported that during an a-fib procedure, error 116 (magnetic sensor error) was displayed when the catheter was connected to the piu. The cable was reseated, exchanged and the piu rebooted with no resolution. The issue was resolved by exchanging the catheter. There were no patient consequences. On (B)(4) 2013, the catheter was received in the lab for analysis and it was noticed that the electrode ring was damaged making this event reportable. Awareness date changed to (B)(4) 2013.